Event description:
It was reported that during the bariatric case, the device would not articulate back into position and jaws would not close appropriately. A like device was used not completed the procedure. There were not patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. B3: only event year known: 2023. D4: batch # 164c20. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. The articulation mechanism was totally functional. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.  As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 164c20, and no non-conformances were identified.